Event description:
It was reported stent damage had occurred. Vascular access was obtained via the right femoral artery. The 90% stenosed, 4 x 18mm, concentric, de novo target lesion was located in the mildly calcified left main (lm) artery. Following predilation with a 2mm x 12mm maverick balloon a 2.75 x 28 promus elite drug-eluting stent was deployed in the proximal portion of the left anterior descending (lad) artery. A 4 x 20mm promus elite drug eluting stent was then to be deployed in the lm. However the stent was unable to cross the lesion. The stent was withdrawn and the lesion was predilated with a 2.75 x 12 nc quantum apex balloon. The physician was then going to use the same stent that would not cross previously, however, it was noticed that there was damage to the stent. Another 4 x 20 promus elite stent was used successfully to complete the procedure. No further patient complications were reported and the patient status was stable.

Manufacturer narrative:
A 20 x 4.00 mm promus elite stent delivery system was returned for analysis. A visual examination of the stent found that stent struts from the distal stent strut rows were lifted from their crimped stent position. The undamaged crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. Stent struts were most likely lifted during advancing attempts when the stent met resistance of a stenosed calcified lesion. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues with the hypotube shaft. A visual and tactile examination of the outer and mid shaft section and the visual inspection of the inner extrusion found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported stent damage had occurred. Vascular access was obtained via the right femoral artery. The 90% stenosed, 4 x 18mm, concentric, de novo target lesion was located in the mildly calcified left main (lm) artery. Following predilation with a 2mm x 12mm maverick balloon a 2.75 x 28 promus elite drug-eluting stent was deployed in the proximal portion of the left anterior descending (lad) artery. A 4 x 20mm promus elite drug eluting stent was then to be deployed in the lm. However the stent was unable to cross the lesion. The stent was withdrawn and the lesion was predilated with a 2.75 x 12 nc quantum apex balloon. The physician was then going to use the same stent that would not cross previously, however, it was noticed that there was damage to the stent. Another 4 x 20 promus elite stent was used successfully to complete the procedure. No further patient complications were reported and the patient status was stable. There is no other information available regarding the patients medical history or concurrent medical conditions.